Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. No results regarding to the reported problem was recorded in the event log. During the visual inspection the reported issue was verified, the plunger's flippers were not functioning when engaging the plunger's lever. The dowel pin was loose from plunger head mount. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump's lock for syringe was broken. No patient injury was reported.